Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was hospitalized with blood glucose levels in the 31 mmol/l range with vomiting and positive ketones. The reporter stated that the patient was treated with intravenous insulin and fluids and was released from the hospital on the pump. The reporter stated that the pump was not being implicated in the event. The pump was reviewed with the reporter and confirmed that the pump settings were correct. The reporter confirmed that there were no relevant alarms in the pump history. The reporter indicated that the pump was suspended on (B)(6) 2013. The reporter confirmed that the bolus history was accurate and all of the pump boluses were delivered in full and as programmed. The reporter reviewed the total daily dose history and showed that the basal amounts were consistent between 9.140 units to 9.48 units per 24 hours. The reporter confirmed that there was no air seen in the tubing or cartridge, all connections were secure, and there was no leaking noted. The reporter was advised that it was adequately determined that the event did not involve a malfunction of the device. This report is made based on the indication that the patient was hospitalized for hyperglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/12/2015 with the following findings:there was no pump history from the time of the event due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.